Event description:
(B)(4) study. It was reported that post coronary stenting treatment, angina and restenosis occurred. In (B)(6) 2012, the subject presented due to stable angina (ccs classification-3) and was referred for cardiac catheterization which revealed an 80% stenosed bifurcated lesion located in the proximal left anterior descending (lad) artery. The lesion was 10 mm long with a reference vessel diameter of 4.0 mm and was treated with pre-dilatation and placement of a 3.50 mm x 12 mm ion stent. Following post dilatation, residual stenosis was 0%. The following day, the subject was discharged aspirin and clopidogrel. In (B)(6) 2012, the subject presented with angina and hospitalized on the same day. Coronary angiography revealed 80% distal edge restenosis of the previously placed study stent located in proximal lad. The restenosis was treated with balloon angioplasty and placement of a 4.00 x 8 mm ion drug eluting stent. Following post-dilatation, residual stenosis was 0%. The following day, the event was considered resolved without residual effects and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).